Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient had ¿breakage issues¿ and had these implanted multiple times. It was noted that the breakages occurred years ago; one was in 2010, but he actually had two breakages. The first implant was done in 2008 or 2009 and he had it removed because it broke. The patient stated the ins was ¿reinserted, and it was moved from the glued to the back,¿ which he thought was the first time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), product type lead; product ID 3708120, serial # (B)(4), product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the lead was revised and anchored down to his neck. The lead was described to be ¿busted¿. The indication for therapy was head/neck (non-malignant), non-malignant pain, headache and migraine.